Event description:
The nurse twisted the bottle to free it which turned the bottle on and the nurse allegedly got a high pressure gas burn to their hand. Also reported when the bottles are fitted to the unit there is only a 2mm clearance on the floor and on some corridors that are uneven the bottle grounds regularly which could damage the yoke.